Event description:
It was reported that stent migration occurred. The patient presented for arteriovenous fistula percutaneous transluminal angioplasty. The 60% stenosed target lesion was located in the non-tortuous and mildly calcified brachial vein. A 10x40x75 epic vascular stent was advanced to treat the lesion. However, during deployment, the stent jumped and migrated. The stent was implanted more on the cephalic vein on the distal side than originally intended. A second stent was advanced by a wire passing through the first stent, and was implanted on the lesion that was not covered by the first stent. The procedure was completed. The patient was well maintained after the procedure without any further complications.